Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. The initial reported event of [inappropriate therapy, noise, lia, emi, oversensing, variable impedance, lead still in use] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead caused inappropriate therapy due to electromagnetic interference. As well, it was noted that several lead integrity alerts (lia) were triggered in the past due to oversensing, noise and variable impedance. Both the device and lead are still in use. No further patient complications have been reported as a result of this event. On 2018-11-15: it was further reported that the lead fractured, and had high impedance. The lead was explanted and replaced.